Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the geometry was not starting. The rse reviewed the log file and found that the system was unable to communicate with the geo pc and no movements were available. The philips field service engineer (fse) inspected the system onsite and could not reproduce the reported issue. The fse checked the log file and found sporadic problem with the host pc. The fse replaced the host pc, ethernet switch in the r cabinet and installed new license. Upon further troubleshooting, the fse identified that the error pattern of the geo pc still exists, and the system log file showed that the geo pc could not be reached. The fse replaced the geo pc. The defective geo pc, the host pc and ethernet switch were returned to philips for part analysis. The analysis confirmed the malfunction of the geo pc and identified that the failed component was hdd (hard disk drive). The cause of the host pc failure and ethernet switch failure could not be identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry would not start. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was delayed and completed by moving the patient to another room. A philips remote service engineer (rse) analyzed the system remotely and found the geometry did not start. The rse reviewed the log file which revealed an application error related to communication issue with geo-pc confirming the issue. A philips field service engineer (fse) inspected the system onsite and identified the geo-pc could not be reached. To resolve the reported issue, the geo-pc was replaced. The system was returned to use in good working order and ready for clinical use. The geo-pc was returned for further analysis. Testing was performed and the failure could not be confirmed. The codes were updated based on the investigation outcome.